Manufacturer narrative:
Device passed displacement test and basic occlusion test. Device failed prime/a33 alarm during prime/a33 test at 4 lbs due to faulty force sensor resisitor.(gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed displacement test. Basic occlusion test. Pump failed prime/ compromised force sensor system alarm during prime/ compromised force sensor system test at 4 lbs due to faulty fsr.(gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm during rewind. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.